Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issues noted. Functional tests including self-test and priming test were also performed and no abnormality was observed. The reported condition was not verified..should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of (B)(6) 2023. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated set with cassette had a connection issue with a solution bag. This was observed during set up of the device for peritoneal dialysis therapy. When trying to connect both the cassette and bag,"they would not locked.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.